Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer reported their insulin pump was not working after accidental drop. Customer reported crack on the back side of insulin pump. Retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained that her unit does not function properly, the device has a crack on the back from dropping it and the belt clip is damaged too. Helpline coded for a blank display anomaly for the customer. The history download was successful using thus software. The power management tool confirmed the unloaded voltage and loaded voltage was within specification. Device passed displacement test, sleep current measurement, active current measurement and self test. No blank display anomalies noted during testing. No unexpected power anomalies/alerts/alerts noted during testing or in the history download on the event date of (B)(6) 2021. Tested with a test p-cap and the test p-cap locked in place properly. No belt clip received with device. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, missing serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. Moisture damage on electronic board stack, lcd assembly, force sensor assembly and motor assembly noted during visual inspection of the electronics. No confirmation of blank display anomalies. Confirmed damage at the battery tube area. Unable to confirm damaged belt clip since it was not received with device. Device passed required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.